Event description:
It was reported that the patient experienced a possible superficial infection in the chest at the deep brain stimulator implantable pulse generator (ipg) site due to a stitch that may have been left behind. The patient underwent a procedure where a small incision was made in the chest near the ipg site and the wound was washed out and then sutured back. The patient was administered antibiotics, however, cultures were negative for infection. The device remains implanted in the patient.